Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the metal cap adhesion location exhibits burnt glue; the glass cap/fiber has pushed forward in metal cap and is protruding. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limits the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 343,000 joules, the fiber tip was broken (the metal and/or glass cap separated from the fiber). The procedure was completed with the use of a second fiber. "No damages to the patient" reported." Gland: 130 ml.firing: 15 min.